Event description:
It was reported the patient had two recharging systems and one of them charges her implants fine, but the other gives her coupling issues as there was poor coupling. The patient was not sure when the issue started. There was a damaged recharge antenna. A new antenna was sent to the patient. After the patient was sent the antenna, the patient had trouble getting coupling on her left implant, though her right side was charging just fine. Recharging best practices were reviewed, but repositioning the antenna did not resolve the issue. The patient was able to communicate with another external device. The patient was able to get good coupling on the right implant, but when she moved the right recharger over to charge the left implant, the patient still had coupling issues. An antenna locate did not resolve the issue. Attempting to charge with another implantable neurostimulator recharger (insr) did not resolve the issue. There were no implantable neurostimulator (ins) pocket issues reported. There were no symptoms reported. The patient was going to address the recharging issue with the manufacturer's representative and healthcare provider. The antenna was not returned. Please see manufacturer report #3004209178-2015-13984 for information on the patient's concomitant system.

Manufacturer narrative:
Concomitant products: product ID 37791, serial # unknown, product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).